Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and had dislodged. It was noted that the patient experienced bradycardia and dizziness. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.